Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025 at hagaziekenhuis in zoetermeer. It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod on the arm between 37 and 48 hours. Insulin was observed leaking during wear. The patient discarded the pod and applied a new pod prior to going to the hospital. Symptoms reported include feeling nauseous, stomachache, frequent urination, thirsty, and feeling absentminded. The patient was kept hydrated, did bloodwork and a finger prick, and after a while their bg began slowly reducing. The patient also administered a total of 34 units of insulin. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, insulin leaking, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.